Manufacturer narrative:
Correction: additional information received indicates the adapter did not contribute to the event. This device is no longer considered reportable.

Manufacturer narrative:
Date of event is estimated. Patient's weight was requested but was not received. Additional components potentially involved in the event include: common device name: scs adapter, model: 2321, UDI: (B)(4), serial: (B)(6), batch: 8176972. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient experienced shocking at the lead site. Surgical intervention may be pending to address the issue.